Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported failure. Physio replaced both the system controller (sc) and user interface (ui) pcb assemblies as well as the ui to stack flex cable assembly, which connects the ui pcb to the pcb stack. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined both the removed sc and ui pcb assemblies and observed no failures with either. Physio then examined the removed ui to stack flex cable assembly and determined that the cause of the reported failure was due to damage at the cable-mounted plug connector, designator p21. It was observed that there were cracked traces on pins c1-c3.

Event description:
The customer contacted physio-control to report that their device was not completing the boot up cycle upon power on. There was no patient use associated with the reported event.